Event description:
It was reported that the patient was admitted due to methicillin-susceptible staphylococcus aureus infection in the driveline that required surgical incision and drainage, vacuum dressing and IV antibiotics.

Manufacturer narrative:
Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient started weekly driveline dressing changes the prior month and noted some yellow drainage that had progressed. The patient was hospitalized. There was reportedly some concern over possible involvement of prosthetic valve. CT scan showed fluid collection. Evaluation by computed tomography scan (cts) was performed for possible incision & drainage (I&d). The patient was started on IV vancomycin. I&d of driveline was performed with wound vac in place. Parenteral antibiotics were prescribed. At the patient¿s visit on (B)(6) 2019 infectious disease recommended zosyn 3.75gm every 6 hours for3 weeks. No other information was available as the patient was discharged from the rehab hospital and had returned to his home. The patient was to be in the clinic the last week of (B)(6) 2019.